Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an abbott point of care (apoc) international distributor (B)(4) was contacted by a customer who reported an I-stat 1 analyzer generated quality check codes 14 and 66. For quality check codes 14 & 66 apoc recommends that the customer contact I-stat technical services or their local support organization for further assistance. The customer contacted the distributor. On (B)(6) 2011, apoc was contacted by the distributor and reported that the analyzer was being returned to apoc for repair of quality check codes 14 and 66. Also stating that the analyzer had a broken battery flex cable and a broken fastener on the thermal probe flex cable. On (B)(6) 2011, the analyzer was received at apoc and on (B)(6) 2011 routine failure analysis revealed a burned inner trace on the battery flex cable and that the cable was installed backward, causing no activation. The flex cable was incorrectly installed by someone outside apoc. Based on the information there were no injuries associated with this event.